Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, the reported difficulty with the protective sheath removal and difficulty with the balloon inflation were not able to be confirmed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath appear to not be related to a manufacturing issue, but due to normal variation found in manufacturing, as the occurrence rates for this size of balloon are within the expected rate in the product risk assessment. The performance of these devices will continue to be monitored.

Event description:
It was reported that during preparation of a nc trek balloon dilatation catheter (bdc) for a moderately tortuous, moderately calcified, left anterior descending (lad) and right coronary artery (rca) stenting procedure, there was resistance felt with the removal of the protective sheath and during the removal of the sheath, the balloon was separated from the bdc. The nc trek bdc was set aside and not used for the procedure. Another nc trek bdc was prepared and there was again resistance felt with the removal of the protective sheath. The device was inserted into the patients anatomy and the balloon would not inflate. The nc trek bdc was removed without reported difficulty. Another same sized nc trek was used successfully for the procedure. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The nc trek referenced is being filed under a separate manufacturing report number.